Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 29, 2016 the reporter contacted lifescan (B)(4) alleging an unknown issue with their parent¿s onetouch vita enhanced meter. The customer care advocate (cca) called the reporter back on july 11, 2016 with follow up questions from the medical surveillance specialist; however, the reporter was unwilling to provide any further information. The reporter was unsure when the alleged issue began. The reporter could not provide further details as to the nature of the issue with the subject meter; the reporter simply stated that the meter does not work. The reporter was unable/unwilling to provide details of how the patient manages their diabetes. The reporter stated that on (B)(6) 2016 the patient developed symptoms of ¿dizziness and kidney problems¿. The reporter stated that the patient went to hospital and stayed there for one week. The reporter stated that the patient received hcp treatment of insulin but was unable to provide any further details. The cca was unable to fully troubleshoot the issue due to lack of information. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury while using the subject meter.